Event description:
A revision surgery was performed utilizing the blueprint planning feature. The procedure involved revising a flex reverse implant, which was initially implanted five years prior, due to a broken-out threaded post baseplate resulting from a traumatic fall. The patient, a 69-year-old male, underwent a revision to a perform reverse implant while retaining the flex humeral side.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.